Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. Therefore, no further investigation is planned. A valid serial number has not been provided, and an investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Shelf-life studies, clinical studies and product monitoring & dose audits were performed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. In the event that product is received, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of an abbott diabetes care (adc) device. A customer reported receiving an unspecified low glucose scan result on the adc device compared to how they felt, and it is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced symptoms described as feeling unwell and was unable to provide self-treatment. The customer's caregiver transported the customer to the hospital where a healthcare professional (hcp) obtained a laboratory result of 800.0 mg/dl compared to an adc device scan reading of 80 mg/dl. The results, when plotted on a parkes error grid, fall into the "out of range" zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. The hcp removed the adc device and provided an unspecified (dose/type) insulin infusion as treatment for the diagnosis of hyperglycemia. In addition, the customer was hospitalized for further observation. There was no report of death or permanent impairment associated with this event.